Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, the bard eclipse inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a benston wire was then advanced under fluoroscopic, guidance into the distal inferior vena cava and a 4-french vascular sheath was placed. An inferior vena cavagram was performed in two projections. The study showed that the inferior vena cava was free of thrombus. However, there appeared to be a filling defect in the filter that extended into the suprarenal portion of the inferior vena cava which was highly suggestive of thrombus. So, the decision was made not to remove the filter as there was trapped thrombus burden in the inferior vena cava filter extended into the suprarenal portion of the inferior vena cava. Finally, the removal attempt was terminated. After five year and one month, a computed tomography of abdomen was performed for evaluation of an inferior vena cava filter. The study showed that an inferior vena cava filter was centered at the level of the l2-l3. After seven months, a computed tomography venography of abdomen, pelvis and lower extremity was performed for during dynamic intravenous contrast administration. The study showed that there was a tilted infra renal inferior vena cava filter with apical hook in contact with the right anterolateral inferior vena cava wall and majority of the legs extended beyond the confines of the inferior vena cava including a posterior strut eroded into anterior right aspect of adjacent l3 vertebral body. After three weeks, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that an inferior vena cava filter redemonstrated with one of the struts eroded into the adjacent vertebral body with tip abutted the anterolateral aspect of the inferior vena cava. Also, other struts perforated the inferior vena cava wall. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter tilt. However, the investigation is inconclusive for the alleged retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, g3, h6(patient, conclusion). H11: e1(complainant phone #),h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient was scheduled for filter retrieval. Inferior venacavogram performed revealed was thrombus burden in the filter extending into the suprarenal position of the ivc. Hence, the retrieval attempt was not made. Approximately five years later, CT revealed tilted infra renal ivc filter with apical hook in contact with the right anterolateral ivc wall and majority of the legs extending beyond the confines of the ivc and posterior strut eroding into anterior right aspect of adjacent l3 vertebral body. Subsequent CT performed one month later, revealed similar findings as previous. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.